Event description:
Boston scientific received information that this patient with pacemaker felt like the device heats up and the left ear has like a popping sensation, also left arm felt like something was crawling on it. The patient had device testing and was told that device was operating as expected. The device remains in service. No adverse patient effects were reported.